Event description:
The user facility reported bubbles in the rx25 device. Follow up communication with the user facility reported the following information: after priming the cardiac bypass circuit, it was noted that when the pump was turned to off, bubbles of gas were visible in the oxygenator; when the pump was on, no bubbles of gas were seen; the maximum flow rate during priming was reported at 1.5l/min; after replacement with the new cx*rx25e device, the oxygenator worked well without the trouble described above; the procedure was completed successfully; and there was no patient involvement.

Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturing facility for evaluation. Visual inspection of the actual sample did not find any anomalies. The actual sample was filled with saline solution and subjected to a pressure of 2.0kgf/cm2, no leak was noted. Simulation testing was conducted on the actual sample. The actual sample was built into a circuit with tubes and was circulated with saline solution at the flow rate of 5l/min by a roller pump. A sudden stop was given to the roller pump while the actual sample was being circulated with saline solution at the flow rate of 5l/min. The pressure turned to negative and air was seen to be entrained in the oxygenator module. Subsequently, after the air entrained in the oxygenator module during the above mentioned test was removed, the actual sample was circulated with saline solution at the flow rate of 1.5l/min. The actual sample was built into a circuit with tubes and was circulated with saline solution at the flow rate of 1.5l/min. There was no occurrence of air entrainment in the oxygenator module. Then, during circulation, a sudden stop was given to the roller pump. There was no occurrence of air entrainment in the oxygenator module. A review of the manufacturing record and the product release decision control sheet of the involved product/lot# combination confirmed there were no indications of production related anomalies or discrepancies in the inspection results. A search of the complaint file did not find any other report of this nature with the involved product/lot# combination. Although the cause for the reported event cannot be definitively determined based upon the available information, there is no indication that this event was related to a device defect or malfunction. During the simulation test where the actual sample was circulated at the flow rate of 1.5l/min, which was reportedly, the maximum flow rate during priming at the customer's site, air entrainment into the oxygenator module was not duplicated. From this it is assumable that there were other factors simultaneously to cause the reported event. There are many complex clinical variables that may have affected the described conditions during the procedure. The device labeling does address the potential for such an occurrence in the instruction for use (IFU) with the statement such as the following: "recirculate the priming solution at a rate of 4l/min or higher to facilitate air removal. Failure to remove air from the oxygenator may result in serious injury to the patient." All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).